Event description:
It was reported that the ventilator was displaying drifting o2 concentration. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
On-site troubleshooting was performed by the hospital¿s biomed and not a maquet field service engineer, since the hospital performs their own repairs. No information was received about which part has been replaced to solve the reported issue, despite several requests. Our investigation consists of a device logs evaluation and evaluation of received information from the customer. The biomed stated that the actual issue in regards to the drifting o2 concentration was reported to their department for the first time in september of 2016. Some parts were replaced but the problem reoccurred in november of 2016. The received test logs showed that several performed pre-use checks tests on september 21st of 2016 had failed the flow transducer sub-test. This is considered as the date of event. The flow transducer sub-test failed since the gas flow from the oxygen gas module was less than intended. The reported issue was confirmed in the received event logs from november 4th of 2016 showing that alarms for both low and high oxygen concentration were generated. The biomed stated that the reported problem was reproduced during troubleshooting on november 9th of 2016. According to the received information, the ventilation was conducted for 3 hours without failures. After that, the read o2 concentration was lower than set, and when the o2 was changed to 100%, the ventilator stopped ventilating. This was confirmed in the received logs. The root cause for the reported problem cannot be determined, since no parts were returned for investigation, and since there is no information provided as to how the problem was finally solved by the customer.

Event description:
(B)(4).